Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly. Previous system check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. The customer was currently still hospitalized at the time of the report, however customer indicated issue resolved and no permanent damage was sustained.